Event description:
The customer reported that no picture was shown on the gastrointestinal videoscope during inspection for use of the device. There was no patient injury.

Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.